Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is not able to be confirmed at customer quality, as the device interaction could not be replicated. Two connecting screws were returned as a part of this complaint; however, only one screw has an allegation against it for not interacting as intended with the nail. Both screws were returned for investigation because it was unclear which screw was used in procedure. Both screws showed no observable wear to the proximal or distal threads. Replication of the complaint condition is not applicable as not all devices involved in this complaint were available for investigation. The cannulated connecting screws are a part of intramedually nail insertion procedures and are used to connect the insertion handle with the proximal end of the nail for stable insertion. Relevant drawings were reviewed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint condition could not be recreated. Other clinical factors such as the patient¿s condition and physical attributes could have impacted the positioning of the nail, or lateral forces during surgery, that are unable to be replicated in the cq, may have been acting on the construct due to the tight tolerances and design. Although a definitive root cause could not be determined, it is likely that soft tissue distractions forces are the cause of this complaint condition; it is not likely that the design of the instrument contributed to this complaint. No new, unique or different patient harms were identified as a result of this evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Two lot numbers, u216997 and u216998, were reported and it is unknown which of these lot numbers is associated with the complaint device. (B)(4). Device is an instrument and is not implanted/explanted. The subject devices are expected to be returned to the synthes manufacturer for evaluation but have not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lots. Lot number u216997--manufacturer: synthes (B)(4). Dates of manufacture/release to warehouse dates: dec 9, 2014 and october 09, 2015. Lot number u216998¿date of manufacture/release to warehouse date: dec 9, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: it was reported that during an intramedullary tibial nailing procedure on (B)(6) 2017, a connecting screw was difficult to remove and required the use of a vice grip in order to apply more torque to be able to disconnect from the nail. The reporter mentioned two connecting screws and was not certain which one was involved with this event. There was a 10 minute surgical delay due to the reported event. The procedure was completed successfully with no harm to the patient. The patient status following the procedure is reported as stable. Concomitant device reported: vice grip (part# unknown, lot# unknown, quantity 1), standard insertion handle (part# unknown, lot# unknown, quantity 1), nail (part# unknown, lot# unknown, quantity 1). This report is 1 of 1 (B)(4).